Event description:
A peritoneal dialysis (pd) patient reported a cycler that powered down in unknown phase/cycle of dialysis. The patient stated waking up and the cycler was off. It appeared the treatment was complete. Patient tried a couple times to turn the cycler back on. Patient was connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. The cycler was replaced. Upon follow up, it was confirmed that the patient was able to complete treatment on the day of the reported event. There were no patient serious injuries and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Cycler powers on. No powers down was encountered. Encountered blank screen. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The screen is still having a problem with distorted display due to a failure on I/o board. Installed a known good I/o board and the display became completely operational. Removed functioning inverter board from the front panel and I/o board at the completion of the investigation. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.